Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 500cc, catalog number 3502500, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional by the medical examination on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5677429 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).